Manufacturer narrative:
The article, ¿late thrombosis of a transcatheter aortic valve: the border between a proactive and reactive management¿, was found to be related to this case. Per the article, the patient developed resting dyspnea, approximately 2 years after transcatheter aortic valve replacement (tavr). Within the last 2 months, the patient discontinued anticoagulants due to excessive bleeding after surgery for a chordoma of the nose. The transthoracic echocardiogram showed increased transvalvular gradients and hypoechogenic images evocative of intravalvular thrombosis. A thoracic computed tomography (CT) confirmed the presence of valvular thrombosis. The patient was anticoagulated with heparin, but a control CT did not show any evidence of improvement, so surgical re-intervention was planned. The day before the scheduled surgery the showed electrocardiographic signs of myocardial ischemia. An urgent coronary angiography was performed while the clinical and hemodynamic state worsened. He had a cardiac arrest during the procedure. Peripheral extracorporeal membrane oxygenation (ECMO) support was instituted and the patient was transferred into the operating room for an emergent surgery. The thrombosed transcatheter valve was excised and a new 23mm edwards sapien 3 valve was deployed in an off-label fashion under direct view with good echocardiographic result. The valve thrombosis was confirmed once excised. Per the authors, the patient had an extremely elevated surgical risk due to the third cardiac operation. On the 10th postoperative day the patient developed a cardiogenic and septic shock and expired. The authors speculated that the thv forced against the stiff aortic ring of the previous valve and the rigidity and narrowing of the degenerated homograft caused a progressive thrombosis within the stented portion of the valve towards the leaflets. Article reference: gennari, marco, gianluca polvani, mauro pepi, francesco arlati, andrea annoni, and marco agrifoglio. "Late thrombosis of a transcatheter aortic valve: the border between a proactive and reactive management." Journal of cardiothoracic surgery 13, no. 1 (2018): 126.

Manufacturer narrative:
Reference CAPA (B)(4).

Manufacturer narrative:
The explanted valve was returned to edwards lifesciences for evaluation. Upon visual inspection, large deposits/growth was observed on the outflow aspect of the valve. The valve was severely crushed, which most likely occurred during the explant. X-ray was performed on the valve and no calcification was observed. Visual inspection of the valve confirmed the valve thrombosis, but no manufacturing non-conformities were found in the returned sample.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2017-00688. Additional information was received. Post implant of the first sapien 3 valve in the calcified homograft, the patient was doing well with double anti-aggregation therapy. The patient developed a bleeding at the nose and the double anti-aggregation therapy was stopped. This was considered a possible contributing factor for the valve thrombosis per medical opinion. The patient expired two days post procedure. The exact cause of death was not reported.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the first sapien 3 valve used. It is normal to have a small gradient across a prosthetic valve after implant; however, elevated gradients may indicate obstructed flow across the valve. Over time, gradients can develop or worsen due to leaflets being affected by the development of calcification, or the formation of pannus/host tissue, or thrombus. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv) per the IFU, thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the thrombosis was likely caused by the patient¿s untreated (not anticoagulated) atrial fibrillation. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by our affiliates in (B)(6), approximately 18 months post implant of a 23mm sapien 3 within a homograft in the aortic position by surgical procedure, the patient developed thrombosis inside the valve caused by untreated (not anticoagulated) atrial fibrillation. The sapien 3 valve was explanted and a second 23mm sapien 3 valve was implanted by surgical procedure. Approximately one hour post implant, the valve embolized into the ventricle. A third sapien 3 valve was implanted in the correct position.

Manufacturer narrative:
Additional information was received. The thrombosis was confirmed on tee and CT. The valve leaflet thrombus appeared to be more extensive in the non-coronary cusp region. The thrombosis was likely caused by the patient¿s untreated (not anticoagulated) atrial fibrillation. The patient expired several days post procedure. The exact cause of death was not reported, however, there is no evidence or allegation the patient¿s death was related to the valve.